Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch was defective. The field service engineer performed a cleaning of the latch and applied conductive grease. It was confirmed that all functions have returned to normal. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system remote manager, the fridge was encountered a failure. The customer reported that the malfunction occurred when user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.